Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information provided: admitting diagnosis:symptomatic bradycardia.

Event description:
It was reported from the ortho/neuro/spine department that the elderly patient had a primary infusion of epinephrine 10mg/250ml bag at a rate of 4mcg/min (6ml/hr). The rn had entered the room because the patient blood pressure had dropped, and the nurse noticed that the patient IV pump and channels were shut off. The family had just left the room and it was unclear why the pump was off. No further information is available.

Manufacturer narrative:
Additional information: d.11. The customer¿s reported complaint of the patient IV pump, infusing epinephrine and channels shut off was confirmed with the source device only during the investigation. Concomitant pump modules s/n (B)(6) and pump module s/n (B)(6) continued to infuse during the time of the incident. Results from a review of the system logs identified a channel malfunction recorded in the pcu event log and an error code 240.4150.0 on the source device error log at the 10:57 am on (B)(6) 2020. The channel malfunction correlates to a failure detected on the bottle side pressure sensor. Results from pressure sensor malfunction test method replicated the error event, displaying a channel error during a functional test. Test results from asm analog test demonstrated the pump bottle side pressure sensor output voltage at a rail voltage, indicative of a faulty pressure sensor. The root cause of the reported pump infusion of epinephrine shutting down was a result of a channel malfunction caused by a bottle side pressure sensor failure. The proximate cause of the failed pressure sensors is likely related to faulty internal sensor circuits. A contributing factor has shown the issue related to excessive force applied to the sensor during clinical operation or during handling. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 22dec2009. A review of the device service history record was performed beginning from the date of manufacture to the present date 17jul2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the ortho/neuro/spine department that the elderly patient had a primary infusion of epinephrine 10mg/250ml bag at a rate of 4mcg/min (6ml/hr). The rn had entered the room because the patient blood pressure had dropped, and the nurse noticed that the patient IV pump and channels were shut off. The family had just left the room and it was unclear why the pump was off. No further information is available.